Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device, during the last treatment with neonatal hypothermia, was unable to enter the rewarming mode. The error 113 (reduced water temperature control) displayed multiple times and the flow was 0.4 l / m (too low for the heater to turn on). The manual test showed that the internal bypass does not open, which the manual describes as damage to the flow meter. The device requires repair and service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device, during the last treatment with neonatal hypothermia, was unable to enter the rewarming mode. The error 113 (reduced water temperature control) displayed multiple times and the flow was 0.4 l / m (too low for the heater to turn on). The manual test showed that the internal bypass does not open, which the manual describes as damage to the flow meter. The device requires repair and service.